Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 4.96mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. A review of the site's complaint history does not show any related or duplicate complaints. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that the 8mm mega suturecut needle driver instrument was found to have a broken tip. The procedure was completed with no reported injury.